Event description:
Dr. (B)(6) reported that a silent nite 3d one piece appliance has broken. No injury was reported.

Manufacturer narrative:
The device was returned for analysis; however, the investigation is ongoing. At the conclusion of the investigation a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).